Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for leaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the during preparation of the 3.0x18 mm rx vision it leaked air. The indeflator and stopcock were replaced but bubbles were still observed. The device was not used on the patient. Although there was a 10 minute delay in the procedure it was not clinically significant for the patient. A new indeflator was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device analysis did not confirm the reported leak.